Manufacturer narrative:
The device sample was not received by the manufacturer at the time of this report.

Event description:
Complaint alleges: it is reported that the nurse inserted the catheter, but could not inflate the balloon. No reported pt injury. Catheter broke inside the pt. The catheter was removed with a "scoop." Condition of pt unk.